Event description:
It was reported that the brakes were activated as nursing was helping a pt back into bed and the bed rolled away from the pt. Nursing kept a hold of the pt and lowered the pt to the floor. No adverse consequences were reported.

Manufacturer narrative:
Testing revealed the brakes failed at 34lbs versus a spec of 50lbs.